Event description:
Constant, severe pain requiring narcotic pain relievers since time of implant in 1993. Many health problems resulting from medications taken for pain (bowel systems, bladder, stomach troubles). This was done to repair recurrent disc herniation.